Event description:
Healthcare professional reports an erosion of the lap-band ap adjustable gastric banding system after an earlier banded gastric bypass. The band was removed but not replaced, a gastrectomy was performed.

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper I. Allergan has received the product; however, the analysis has not been completed at this time. Erosion is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No add'l info has been reported to allergan regarding the diagnostic testing, pt data or further event details. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain, re-operation to remove the device is required." "Re-operation for band erosions may result in a gastrectomy of the affected area. Eroded bands have been removed gastroscopically in a very few cases, depending on the degree of erosion. Consultation with other experienced lap-band system surgeons is strongly advised in these cases."